Event description:
The following description of the event was documented by a carefusion tech support specialist in response to the phone conversation with a user facility representative(s) on (B)(6) 2012. "[Name removed] called requesting a service call for this ventilator. She explained that it "failed" on a pt and an incident report was filed. They would like a "performance verification". I asked her for the settings and description of the failure. She stated that she will email this to me. She requested that they contact her through her cell phone [number removed] as she is not always at her desk. I will dispatch and place in the queue. Once I receive her email, I will add the info to the clientele call." The following additional info concerning the event was copied from an e-mail received from the user facility on (B)(6) 2012. "The following info has been collected from respiratory department: the settings were as follows: hz=7; map=26; amp=47; I time%=33; bias flow=25. Here is the statement from the covering therapist regarding the events on (B)(6) 2012. At 910 am, the therapist responded to a low pressure alarm. She noted excess condensation had accumulated in the ventilator circuit. She drained the tubing and adjusted the humidifier to the non invasive mode, in an effort to reduce the amount of condensation. The ventilator was no longer alarming. At 1100 am, during a routine vent check, the therapist noted that the condensation had accumulated again. The heater was adjusted back to the invasive setting. At 1500, the therapist responded to a low pressure alarm. Excess condensation was noted and the tubing was drained at the time. The ventilator was no longer alarming. At 1800, the therapist responded to a low pressure alarm. The tubing was drained. When the oscillator was placed back on the pt, it seemed to only be working intermittently. At 1810, another therapist was called for backup to assist with troubleshooting. The vent did not deliver a constant pressure. The mean airway pressure was fluctuating between 8 and 34 cm h2o. Delta p was fluctuating between 50-61. The vent was removed and the nurse manually ventilated the pt. When the circuit was capped, the oscillator was working and generating the set map. When returned to the pt, the ventilator was again unable to deliver the set pressure. The therapist continued to troubleshoot the vent, changing the mushroom valves and the tubing that connects them to the ventilator. It seemed to be working while not connected to the pt. A 3rd therapist responded to assist. He brought a new circuit not realizing that it was not the correct circuit for the 3100b. The 3100b circuit was delivered to the room by another therapist and placed on the ventilator. The pressures continued to fluctuate. During this time, the therapist noted that the pt was saturating between 91-100% and the heart rate was between 199-127 bpm. The ventilator was removed at this time and a stand by 3100b was placed on the pt." The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the user facility on (B)(4) 2012. "During routine vent check, excess condensation noted during low pressure alarm. Later in the day, low pressure alarm. Despite extensive troubleshooting, the ventilator was unable to deliver set pressures."

Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. Prior to performing device evaluation, the carefusion field service representative identified the following: pt circuit was replaced, pt circuit was missing pig tail adapter that connects heated circuit to the f&p heated humidifier, and the sechrist blender o2 hose going to vent was loose. The carefusion field service representative evaluated and ran the device for two hours without reproducing the reported failure, thus was not able to identify a root cause in this alleged event. The carefusion field service representative calibrated and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion, the unit was returned to the customer, ready to be placed back into service. As the reported event could not be reproduced, carefusion considers this to be an isolated incident. Additional info from the user facility report: (B)(4). (B)(6).